Event description:
It was reported that right ventricular (rv) lead exhibited rising impedance and high threshold. Lead fracture was suspected. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Correction h6 - medical device problem code: from 3266 - high capture threshold to 2891 - capturing problem

Manufacturer narrative:
Only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the distal portion consistent with procedural damage. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damages.